Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient's mother reported that the child has not been listening as well with the device for the past week. There is no report of a trauma. Patient will be seen for a device assessment.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, it appears that the implant housing moved from its original position, which might have contributed to the observed damage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient's mother reported that the recipients hearing had deteriorated with the device over the past week. There is no known head trauma. The recipient was re-implanted.